Event description:
It was reported issues with air-in-line (ail) alarms with "mtx and bicarb infusions or even when the patient walks to the bathroom with a frothy med, the movement, or hitting the pole on a wall will create ail." This was reported to bd representatives during their site visit. Bd discussed troubleshooting for pump accuracy and ail. There was patient involvement but unknown outcome.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.